Event description:
A report was received that the patient was experiencing burning sensation in her left and right arms. The patient underwent a revision procedure wherein the lead and clik anchor were explanted. The patient was still feeling pain and numbness in both arms. The cause of burning sensation and other symptoms was unknown. No further course of action will be taken.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 16533643, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.